Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: PMA / 510(k) # to k151252 should have been 2017-04-26 on follow up report 1. Date should have been 2017 (B)(6) on follow up report 1. Corrected evaluation results code corrected evaluation summary to: the replaced touch-frame printed circuit board (pcb) was returned to medtronic's product analysis laboratory. Upon visual inspection, areas of contamination were found on the pcb. An investigation was performed and the reported issue was verified. The identified root cause of the reported issue was isolated to touch-frame contamination as a result of fluid ingress. Additional information: UDI (B)(6) was added. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had a touch screen blocked. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) inspected the device and replaced the graphical user interface (gui) touch frame printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.